Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the implant site. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported), and also underwent a skin revision (date not reported) to have the site cleaned, however, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2024 due to high fever. A fistula had developed at the implant site, exposing the receiver/stimulator. The patient underwent revision surgery under general anaesthetic (date not reported).